Manufacturer narrative:
Further investigation found a disconnected wire on the cable from the lamp which most probably led to a short circuit and caused the melted connector. A specific cause for the issue with the wire could not be determined. A user error during the replacement of the lamp cannot be excluded. A query was performed and found no past complaints of this nature on any like instruments for the last 12 months.

Manufacturer narrative:
(B)(4).

Event description:
The customer attempted to replace the absorbance lamp as part of schedule maintenance and she noticed the lamp cable was stuck and the area where it connected appeared to be melted. The customer confirmed there were no analyzer alarms and no issue with patient results. No one was adversely affected due to the issue. The field service representative determined there was an issue with the lamp connector and cable of the absorbance lamp circuit board (pcb) from the absorbance lamp to the main board. He replaced the circuit board, cable, and lamp. The system initialized without errors. The customer ran qc which passed.